Event description:
The pt's device reportedly stopped working in 2002 and the pt subsequently began to have an increase in seizures at that time. It is not known at this time whether the increase in seizures was above the pt's pre-vns baseline seizure frequency. The pt underwent generator replacement surgery for suspected end of service 2 months later. During the surgery, device diagnostic testing of the new generator with the original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Lead break was suspected by physician. The pt's incision site was closed with the decision to replace the lead at a later time. The pt's lead was replaced 2 weeks later. Visual inspection of the explanted lead by the o.r. Staff revealed a crack in the lead. It is not known at this time whether the lead was damaged during the generator explant procedure or whether a lead problem was in existence prior to the surgery.